Manufacturer narrative:
Device evaluation- the returned device was examined: this showed extensive damage to the casing and battery door. The device could not be given functional testing due to an issue. Internal examination showed the interconnect board was not working. The reported issue was determined to have occurred due to normal wear.

Event description:
It was reported that the motor was "not getting power" and was not working. No known adverse effects to patient.